Event description:
It was reported that a power-on-reset (por) message was seen on the implantable neurostimulator (ins) battery pre-implant. The initial screen came on the clinician programmer unit but the associated por code was not displayed when the reported clicked past the initial screen. It was also noted that the ins battery would not connect with the recharger unit. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, product type: recharger. Product ID: 8840, product type: programmer, physician. (B)(4).